Manufacturer narrative:
Device history review was completed. There were no deviations or non-conformances associated with this lot. Trending analysis reported no other related occurrence of this issue for this product lot. Quality control testing was complete and passed. Issue is currently being investigated. If additional information is received an additional follow up MDR will be submitted.

Event description:
The customer reported white x-tra slides case, 1440, made in USA, p/n 3800200, lot 041624-1 does not seem as charged as the previous batches. When cutting with the microtome, and floating the ribbon on the water bath, the specimens keep floating off easily, like the slide is not fully charged/sticky.